Event description:
The surgeon has reported that a revision procedure is required to re-bush a custom distal femur replacement implant that was originally implanted in (B)(6) 2004.

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. As the device has been implanted for over 10 years it is likely that the wear of the bushes is related to normal wear and tear of the device, however, this cannot be confirmed with the current available information. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Manufacturer narrative:
A rebushing procedure was successfully performed with no reported complications. Rebushing is an anticipated event due to the nature and design of the implant, which had been implanted approximately nine years earlier. It consists of the replacement of poly components which are susceptible to wear such as bearings and bushings, in addition to the axle and related retaining mechanisms. This complaint is being closed and is being tracked and trended. Device was not returned .

Event description:
The surgeon has reported that a revision procedure is required to re-bush a custom distal femur replacement implant that was originally implanted in (B)(6) 2004. (B)(4).